Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of exactamix 500 ml eva tpn bags leaked from an unspecified location. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h4: the lot was manufactured between may 31, 2023 ¿ june 1, 2023. H11: the actual device was not available; however, ninety-nine (99) companion samples were received for evaluation. Visual inspection of two random samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed on two random samples, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.